Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -6.50 into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.